Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert. Upon interrogation, an exceeded charge time alert was noted. Intervention was discussed, but not reported. The patient was in stable condition.

Manufacturer narrative:
Recall needed to be marked.